Event description:
It was reported that the wire tip broke. The target lesion area was located in a very tortuous blood vessel. A 200cmx10cm fathom - 14 was selected for use. During the procedure, it was noted that the wire tip broke off. A snare was used to pull out the broken tip of the wire. It was confirmed that there were no fragment left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was okay post procedure.